Manufacturer narrative:
(B)(4). The actual device was not returned; however, the customer provided one photo of a guide wire assembly. The photo displayed a guide wire in the assembly. The distal tip of the guide wire appeared to be kinked. However, a full visual inspection could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. The IFU provided with this kit states, "do not use if package is damaged." The customer report of a damaged guide wire was confirmed by visual inspection of the customer supplied photo. However, full complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The guide wire was kinked in the tray. No patient involvement.

Manufacturer narrative:
Qn# (B)(4).

Event description:
The guide wire was kinked in the tray. No patient involvement.